Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's device was in backup mode. Programing changes were made to resolve the issue. Patient was stable during interrogation and after the changes were made.